Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the blood pressure cuff "popped" or " exploded". The bp cuff was noted to have a 2cm hole near the crease side (not the seam side) where it popped. Near to where the arrow and label " arteria" are located. There was no reported patient incident injury.